Manufacturer narrative:
Clarification to h10 of the initial report: the user shared their cleaning disinfection and sterilization practices with olympus where the detergent used for pre-cleaning is salvanios premium. The device was not manually processed. The device was processed in a wassenburg wd440 adaptascope automated endoscope reprocessor (aer) with wassenburg endohigh detergent and wassenburg endohigh paa disinfectant. The device is stored in a plasma typhoon. The maintenance provider of the subject device was not provided and the scope was not sterilized. Two wassenberg aers (serial #'s (B)(6)) were culture tested where the results were no germs found. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, no germs were detected and the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis indicated a non-conforming result. There was a contamination viable microorganisms cfu/endoscope detected as follows: pseudomonas sp, cfu 1, bacillus pumilus bacillus cereus, cfu 5, p aeruginosa, b cereus cfu 6. It was reported salvanios premium detergent was used for pre-cleaning. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, after a microbiological routine control on the evis exera iii gastrointestinal videoscope, the user detected a pseudomonas sp, bacillus pumilus bacillus cereus, p aeruginosa, b cereus contamination during reprocessing. There were no reports of patient harm or any contamination associated with this event.